Manufacturer narrative:
The console is expected to be returned by the customer for evaluation. A follow-up medwatch will be submitted if additional information becomes available.

Event description:
A report was received regarding an alleged issue encountered during use of the console. The report states that the console displayed "pump initialized resume flow" during a case. The console was power cycled 15 times, but the message continued. There were no reported patient complications.